Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the implantable cardioverter-defibrillator (ICD) noted that the ICD exhibited post paced t-wave over-sensing resulted in non-sustained right ventricular over-sensing episodes. No intervention has been performed. The patient was in stable condition.